Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the battery compartment was cracked and there was evidence of moisture/corrosion inside the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 09/06/2015 device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue due to casing with moisture intrusion was verified in the devaluation. A battery compartment crack was found running from the threads to the case seal and moisture intrusion was evident inside the battery compartment. Battery cap was not returned and the pump failed to power up using a test cap. The remaining testing could not be completed due to the power issue. A leak test showed a leak at the battery compartment crack. Pump casing was opened and additional evidence of moisture intrusion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.